Manufacturer narrative:
Reference number (B)(6). Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained in the patient; therefore, a return sample evaluation is unable to be performed. A pneumoperitoneum is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2025 a patient in belgium underwent a procedure for the placement of percutaneous endoscopic gastrostomy-jejunal (peg-j) tubes. On (B)(6) 2025 it was reported the patient had abdominal pain due to peg-j placement with some leakage at the fistula. The gastroenterologist moved the triangular plate closer to the stomach; air leaked into the intraperitoneal and pneumoperitoneum resulted. On (B)(6) 2025 it was reported the patient no longer had continuous pain, only when coughing and standing up. Patient was hospitalized.